Event description:
Per article received, based on the annulus dimensions, tavi with a 29-mm sapien 3, balloon-expandable transcatheter heart valve (thv) with, 2 ml overfilling was planned. The thv was advanced and positioned within the aortic annulus. After rapid pacing had started, the accurate placement height of the sapien 3 thv was checked by angiography. The sapien 3 thv was inflated gradually to approach the aortic annulus. As soon as the frame of the sapien 3 thv had touched the hinge points of the annulus, rapid pacing was discontinued accidentally. The sapien 3 thv popped out into the ascending aorta, followed by immediate deflation of the deploying balloon. After keeping the stiff wire fixed in the left ventricle (lv) to avoid rotation of the thv, they inflated the deployment balloon and pulled it inside the inflow of the thv, thereby retrieving the whole system gently. The delivery system with the trapped thv was retracted smoothly but encountered resistance just before the origin of the left subclavian artery. They attempted to crimp the sapien 3 slightly. They used the pigtail catheter, pre-positioned for aortic root angiography, as a ''buddy wire'' to advance a 10 x 40-mm balloon with a long j-wire. A parallel access outside of the embolized thv in the arch was established to ensure the further manipulation. Having positioned the balloon adjacent to the sapien 3 thv, the balloon was inflated and the sapien 3 thv thereby compressed with counteractive force. The whole delivery system with the thv trapped by the deployment balloon could then be retrieved smoothly into the descending aorta. The descending aorta was considered as an ideal anchoring position without origins of brachiocephalic arteries and other primary arteries. Sizing of the descending aorta was performed on the pre-tavi CT. A location with a diameter of 28 mm was considered ideally to anchor without the further use of stenting. Then the sapien 3 thv anchored in the descending aorta with 2 ml overfilling of the deploying balloon. The second sapien 3 thv was implanted and delivered through the first sapien 3 thv. To avoid leaflet damage of the first sapien 3 thv, the delivery system was half-flexed to pass the first sapien 3 thv centrally. Balloon alignment of the delivery system was commenced in the ascending aorta with adequate space but more resistance. The second sapien 3 thv was deployed with 4 ml overfilling, given that the annulus of 29.5 mm is outside of the recommended range. ''Flare the outflow'' technique was performed at the height of the sapien 3 outflow to achieve safe anchoring and preventing potential valve migration or embolization toward the left ventricle. Post-implantation management consisted of routine thv functional evaluation, ensuring anchoring of the embolized thv and excluding potential occlusion of main arteries. Invasive pressure assessment showed no transvalvular pressure gradient of the second thv. Aortic root angiography in functional projection showed an excellent result without any paravalvular leak. The embolized sapien 3 thv has inflated again with the second delivery system to ensure optimal anchoring. Angiography of the aortic arch and descending aorta was performed to confirm the optimal position of the second sapien 3 thv and exclude any occlusion of the main arteries or migration of the embolized sapien 3 thv. The patient was under conscious sedation and in stable hemodynamic conditions throughout the procedure.

Manufacturer narrative:
Update to a2, a3, b5, b7, g3, h2, correction to h6, and h10. Additional information was received when a related article was received. Article reference: chen, mi et al. ''Case report: sapien 3 transcatheter heart valve embolization: cause, management, and redo.'' Frontiers in cardiovascular medicine vol. 8 774047. 2 nov. 2021, doi:10.3389/fcvm.2021.774047

Manufacturer narrative:
Valve remains implanted. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicated the perceived root cause of the reported event was the pacemaker malfunction. The pacemaker stopped pacing during implantation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during implant of the 29mm sapien 3 valve, in aortic position by transfemoral approach, the valve embolized aortic due to malfunctioning of pacemaker. Therefore, the valve was pulled back into the descending aorta and a second valve was implanted without issue. There was no patient injury. The patient outcome was good. As per medical opinion, the perceived root cause of the reported event was the pacemaker malfunction during deployment.